Event description:
The end of the telescope guiding extension catheter was frayed at the end and unable to pass other equipment through it. The catheter was removed and replaced without incident or harm to the patient.